Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a revision of the right hip due to grinding sensation following trauma. Intra-operatively found wear on the ceramic and ceramic bearing.

Manufacturer narrative:
An event regarding wear involving a ceramic head following a reported trauma was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: wear scars on the returned ceramic head and ceramic insert were observed and were consistent with in-vivo use. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. It is noted that the patient suffered a trauma before the reported event. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that there was a revision of the right hip due to grinding sensation following trauma. Intra-operatively found wear on the ceramic and ceramic bearing.